Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
As reported by a health professional via the u.s. FDA medwatch program, a male patient sought medical attention and was diagnosed with an eye threatening corneal ulcer, with an infection that has impacted his vision. The event occurred on (B)(6) 2016; the patient was hospitalized and treated for an unknown period of time. There is no contact information available to obtain additional information.